Manufacturer narrative:
The device was expected to be returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device exhibited safety mode via remote monitoring. A device replacement was advised and discussed. This patient presented to the clinic with an immediate replacement due to pace inhibition resulting in dizziness. The device was thus explanted and is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this device exhibited safety mode via remote monitoring. A device replacement was advised and discussed. This patient presented to the clinic with an immediate replacement due to pace inhibition resulting in dizziness. The device was thus explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this device exhibited safety mode via remote monitoring. A device replacement was advised and discussed. This patient presented to the clinic with an immediate replacement due to pace inhibition resulting in dizziness. The device was thus explanted and is expected to be returned. No additional adverse patient effects were reported

Manufacturer narrative:
This report is being filed to update the patient identifier.